Event description:
It was reported that over 30 noise reversion episodes had been collected on (B) (6) 2009 and (B) (6) 2009. The patient did not receive any high voltage therapy associated with the noise. Electromagnetic interference from an outside source was suspected.

Event description:
Additional information notes the lead continued to have episodes of noise. The device was explanted and replaced.